Manufacturer narrative:
(B)(4). Concomitant medical products: polyethylene insert item # unknown, lot # unknown; tibial component item # unknown, lot # unknown. Occupation: legal counsel. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03694, 0001822565-2019-03695.

Event description:
It was reported a patient underwent left total knee arthroplasty and after 11 months the patient reported that the devices failed, became loose and was defective. As a result, the patient suffered pain. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.